Event description:
It was reported that a large volume infusor leaked medication, resulting in a chemotherapy spill. The solution was noted on the patient's skin and clothing. The issue occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.